Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited intermittent loss of capture and low impedance. The lead was explanted and replaced. No patient complications associated with the explant.